Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia procedure on (B)(6) 2026 and absorbable straps were used. In inguinal hernia surgery, at the time of fixing the mesh with the securestrap tackers, they were not fixed and therefore a total of three securestrap forceps were required for the procedure 12. There is no sample. There were no significant delays reported. There were no patient consequences. No additional information was requested.